Event description:
It was reported to philips that the device's 4 and 12 lead EKG cables are getting a leads disconnected message. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.